Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 biopsy forceps was used during a biopsy procedure performed the day before. According to the complainant, while attempting to open the device, a bend was identified. The device was inserted into the scope, but resistance was felt and the movement of the cup was not smooth. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Other, resistance. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.